Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the bleeding could not be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information: the patient was given volume to help resolve the suction issues. The pump was thrown away and is not available for return.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
Corrected data. D4 serial number updated/corrected.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on the available information, the patient¿s death appears clinically attributable to the severity of her underlying postoperative condition and overall physiological decline. The access site bleeding was associated with impella cp placement, but there is no evidence of a device malfunction causing or contributing to death. The suction alarms require further review pending product analysis; however, no definitive device performance failure has been identified at this time. Final assessment remains pending evaluation of returned product and available data.

Event description:
An impella cp was inserted via unknown access site in a 76-year-old female patient with postcardiotomy cardiogenic shock (pccs), presenting in scai stage a shock. During support, the team noted ongoing suction alarms, and an allegation was made against the impella device. Data download was requested, and all associated product was identified for return. The patient also developed right groin access site bleeding, originally documented under a related rp flex complaint and subsequently linked to this impella cp device. The patient experienced significant oozing at the femoral access site after transfer to the ICU, requiring 2 units of packed red blood cells (prbcs), with an estimated blood loss of approximately 1,000 ml. Forward suturing had been applied, the introducer had been peeled away outside the body, and angle matching technique was reportedly used; however, hemostasis was not achieved, and bleeding was attributed to the impella access site. No vessel perforation or dissection was identified, and no patient movement contributed. Despite ongoing management, the patient continued to decline, ultimately leading to withdrawal of care and death on support. Based on the available information, the patient¿s death appears clinically attributable to the severity of her underlying postoperative condition and overall physiological decline. The access site bleeding was associated with impella cp placement, but there is no evidence of a device malfunction causing or contributing to death. The suction alarms require further review pending product analysis; however, no definitive device performance failure has been identified at this time. Final assessment remains pending evaluation of returned product and available data.